Event description:
It was reported that a polarsheath was used in an atrial fibrillation cryoablation procedure. During the first advancement of polarx catheter through polarsheath into left atrium (la) chamber, air ingress within the polarsheath was observed. Physician unable to explain how air ingress occurred, the polarsheath was prepped as per the instructions for use (IFU). No air was confirmed in polarsheath or polarx balloon prior to polarx insertion. The polarx system was removed and reinserted following the removal of air and reflush of the sheath. No air observed in the patient. The procedure was completed with no patent complications. The device was discarded and will not be returned. This product is part of the (B)(4) advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.